Event description:
It was reported the manual wheelchair foot rest does not fit the end user properly. However, the end user specifically requested the smaller leg rests in order to fit through her doorway. As a result, the foot rests cut into the end users legs. The end user is currently receiving wound care on her legs. No further patient complications were reported as a result of this event.